Event description:
It was reported that an nc sprinter rx balloon was being used after deployment of an unknown brand stent. The device was removed from the packaging, inspected and negative prep was performed with no issues identified. It was reported that the device was slow to deflate at the lesion site, greater than 30 seconds time elapsed. The balloon then slowly deflated to the point it could be removed from inside the previously deployed stent and it was removed from the patient. No reported patient complications or clinical sequelae.

Event description:
The device had been inspected prior to use with no issues noted. Negative prep was performed on the device prior to use with no issues noted. Evaluation summary: patency of the inner lumen was checked when a 0.014¿¿ mandrel was passed through the inner lumen to the tip of the device, no resistance was noted. The balloon had been previously been inflated. The distal tip of the device was slightly damaged. There was necking evident at the balloon bond. The balloon was inflated to 18atms (rbp) in 10.37 seconds. The device maintained pressure. There was no evidence of a leak on the balloon or shaft. The balloon was deflated from 18 atms in 20.15 seconds. Specification is less than or equal to 15 seconds from rbp.

Manufacturer narrative:
Evaluation results: (unable to determine root cause); no results available since no evaluation was performed - (device or procedural images not received for review). Conclusion results: (unable to determine root cause). Unable to confirm complaint (no device received for evaluation). (B)(4).

Manufacturer narrative:
Evaluation, results: related to operational context (root cause of the reported issue was most likely procedural related) 3211 deflation problem (necking on balloon bond). (B)(4)